Manufacturer narrative:
Incident involved a needlestick injury to the left middle finger while attempting to sheath the needle. Hcw was pre-tested and counseled. All labs on employee were negative. Employee rec'd 1 dose of combivir soon after event. Customer indicated user error may have contributed to this event. Will consider re-training to staff and will contact bd to provide in-servicing.